Manufacturer narrative:
The reported events of inadequate capture and low pacing impedance were confirmed. The pacer was received with battery voltage at end of life (eol). Cautery marks were noted on pacer. Electrical and mechanical analysis performed, indicated end of life due to normal usage. Device image shows autocapture on. When automatic settings are programed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. The implant duration exceeds the projected longevity based on average monthly current, indicating normal battery depletion.

Manufacturer narrative:
Correction: h10: field should include the following statement: device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient pacemaker (pm) was exhibiting inadequate capture and low pacing impedance. The physician opted to explant the pm. The patient was in stable condition. Further information was requested but not received.